Event description:
The customer reports that the pencil self activated.

Manufacturer narrative:
The pencil was not returned to valleylab for testing; therefore, the actual cause of this event is inconclusive. Although actual testing was not performed, corrections to the pencil's switch base to limit downward travel of the idc switching pins has taken place. The downward travel of the idc pin is caused when excessive force is placed on the switch which may cause a self-activation condition. Additional improvements have taken place to improve the over-all reliability of the pencil.